Event description:
It was reported to philips that the heartstart xl+ defibrillator was not operational and showed a black cross. The hardware log showed the 5v processor supply was out of range. There was no negative patient impact. Another device was used to treat the patient.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl+ defibrillator was not operational and showed a black cross. The hardware log showed the 5v processor supply was out of range. There was no reported patient involvement.